Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during service/maintenance (not in a clinical setting), the olympus cysto-nephro videoscope was leaking black liquid. There was no patient involvement, and no harm was reported as a result of the event.